Manufacturer narrative:
(B)(4). We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance.

Event description:
It was reported that during multiple procedures that in the last six months they have been experiencing leaks in the staple line one to two days post-op. The staple line failed post-operatively and caused an anastomotic leak. Re-operation required. Current patient status unknown.